Event description:
It was reported that due to patient stenosis, the physician had difficulty implanting the ventricular lead. After several attempts, the lead was successfully implanted. Post-implant, the lead dislodged and exhibited loss of capture. The lead was programmed off and remained in the patient.